Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of right implant. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: -a sharp broken on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. -missing shell assessed as inconclusive.

Event description:
The doctor reported rupture of right implant confirmed by MRI. The device has been explanted and replaced with a non allergan device.